Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user doesn't hear very well with the device but it is unknown when the poor hearing performance started. A re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received yet.

Event description:
The users hearing performance with the device is affected. It is unknown when the deterioration in hearing performance started. The user was reimplanted.

Event description:
The user's hearing performance with the device is affected. It is unknown when the deterioration in hearing performance started. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, as the device was received incomplete an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user_s hearing performance with the device is affected. It is unknown when the poor hearing performance started.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery is considered but no date has been scheduled yet.